Event description:
When the handle of the locatable guide positioning device was turned, the locating numbers on the video screen disappeared. The nurse said she thought it was "shorting out." This intermittent operation made it more difficult to complete the procedure.